Event description:
It was reported one day post implant that the patient experienced a pneumothorax and remained hospitalized. The pneumothorax has been resolved and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.